Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), constipation ("constipation"), dizziness ("dizziness"), migraine ("migraines"), tinnitus ("tinnitus"), myalgia ("muscle pain"), arthralgia ("joint pain"), renal pain ("kidney pain"), gastrointestinal pain ("intestinal pain"), insomnia ("insomnia"), anxiety ("anxiety"), visual impairment ("vision disorder"), crying ("crying"), pain ("various pain in different parts of the body") and stress ("stress"). Essure treatment was not changed. At the time of the report, the insomnia, anxiety, crying, pain and stress had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, constipation, dizziness, migraine, tinnitus, myalgia, arthralgia, renal pain, gastrointestinal pain and visual impairment were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, constipation, dizziness, migraine, tinnitus, myalgia, arthralgia, renal pain, gastrointestinal pain, insomnia, anxiety, visual impairment, crying, pain or stress. The reporter commented: date of onset: (B)(6) 2012. The patient wants to remove the essure implant. Her gynaecologist suggested get her uterus removed. That causes her anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2022. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 896 days after essure insertion, she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), constipation ("constipation"), dizziness ("dizziness"), migraine ("migraines"), tinnitus ("tinnitus"), myalgia ("muscle pain"), arthralgia ("joint pain"), renal pain ("kidney pain"), gastrointestinal pain ("intestinal pain"), insomnia ("insomnia"), anxiety ("anxiety"), visual impairment ("vision disorder"), crying ("crying"), pain ("various pain in different parts of the body") and stress ("stress"). Essure treatment was not changed. At the time of the report, the insomnia, anxiety, crying, pain and stress had not resolved. The outcomes for pelvic pain, heavy menstrual bleeding, constipation, dizziness, migraine, tinnitus, myalgia, arthralgia, renal pain, gastrointestinal pain and visual impairment were unknown. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, constipation, dizziness, migraine, tinnitus, myalgia, arthralgia, renal pain, gastrointestinal pain, insomnia, anxiety, visual impairment, crying, pain or stress. The reporter commented: date of onset: (B)(6) 2012. The patient wants to remove the essure implant. Her gynaecologist suggested get her uterus removed. That causes her anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.